Manufacturer narrative:
This report is being supplemented to provide a correction to include information that was inadvertently not included in the previous submissions. The following fields have been corrected: a1, d8, d9, g2, h3, h4, and h6 codes. In addition, the device was returned to olympus for inspection, and the evaluation results are as follows: the scope connector cover was cracked. The bending section cover glue was lifted. There was a hole in the remote switch 1. (But there was no leak) the light guide lens was chipped. Bending angles in four directions were out of specification. The play of the angulation control lever was out of specification. Deterioration in outer appearance by acid was not confirmed. There was no leak of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. In addition to the previously reported legal manufacturer's investigation results, it was determined that the user deviated from the instruction for use (IFU). It is believed that if the user properly followed the instructions, the occurrence of the reported event could have been prevented. The event can be detected/prevented by following the IFU which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ ¿patient debris and used reprocessing chemicals pose infection control risks. To guard against contact with dangerous chemicals and potentially infectious material, wear appropriate personal protective equipment during reprocessing. Such protective equipment should include appropriate eyewear, face mask, cap, moisture-resistant clothing, shoe covers, and chemical-resistant gloves that fit properly and are long enough to prevent skin exposure.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus france there was the possibility that the reported phenomenon was attributed to the following occurrence mechanisms. The reported phenomenon occurred by the residual acid within the subject device or the valve. The residual acid occurred by insufficient rinsing of the device or the valve. Furthermore, one of causes of the reported phenomenon that the user (the nurse who was burnt) did not wear appropriate protective equipment during reprocessing.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a reprocessing of the subject device, the nurse suffered the acid burn on her fingers when holding the control section of the subject device and attaching valves to the cylinder. The user facility did not provide other detailed information such as the nurse outcomes. There was no further report of patient injury associated with this event except the reported issue. Olympus (B)(4) (oekg) checked the subject device and found that there was no damage due to acid found on the external surface of the control section, therefore oekg surmised that the reported event might be caused by the insufficient rinsing during the reprocessing of the subject device.